Event description:
Patient underwent left knee arthroplasty with davol drain placement. On post op day 1, the surgeon attempted to remove the drain. In doing so, the drain broke leaving the tip of the drain in the patient's knee. The patient returned to the operating room to have the tip removed. The patient is in stable condition.